Manufacturer narrative:
Unit passed displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, gray/faded displays, or unexpected display anomalies were noted during testing. There are some visible vertical scratches on the right half of the lcd window; however the scratches are minor in that the user is able to read and navigate the menus. Reservoir/pcap locked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown. It was stated that there was scratches all over insulin pump from top to bottom and there was deep scratch on the screen. The troubleshooting was performed for the damage and the customer stated that they were not able read the display. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.